Event description:
It was reported by repair work order that the side rail could not latch due to adamaged spring spacer. Also, the brakes could not engage due to a missing snap ring, damaged brake pin tube guide and worn casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.